Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report he was having trouble with his one battery. The pt stated that when he places the battery into the charger, the battery lights up with a slash through it. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem was confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. No adverse event resulted from the defective battery pack. The pt rec'd a replacement battery pack.